Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reports of no power and unit shuts off was duplicated and attributed to the main battery. The device passed the final test procedure, was recertified, and returned to the customer. After power up, the internal battery was found to be depleted and the ventilator gave a low battery message (3431). Alarm 3431 occurs when there are fewer than 30 minutes of battery power remaining. Even when the battery is nearly depleted, under normal conditions the ventilator gives several low battery messages before shutting down. However, in this case the ventilator shut down immediately when it was disconnected from ac power. It did not power up again until ac power was reapplied, and it was power cycled. The main battery was replaced to resolve the report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down and would not power back up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.